Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the menu button was not responding of the insulin pump. The customer¿s blood glucose level was unknown. The customer reported intermittent issue when clearing alarms. Customer states that numbers are not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states pressing menu button takes them to the menu screen. Customer states using the up arrow allows them to navigate screens. Customer states using the down arrow allows them to navigate screens. Customer states that there was response from any button. Customer states an alarm was in progress at the time the button was unresponsive. Customer was able to clear the alarm. Customer states all buttons are responding. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will not be returned for analysis.